Event description:
A nurse reported that a multifocal lens (iol) was exchanged due to the pt reporting poor vision. The lens was exchanged for a monofocal lens. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaint reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).